Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20076799. Placed IV for outpatient CT scan and I knew that I had a good IV, but when I pulled back 3cc syringe for blood sample to run I-stat creatinine could not get blood I have seen this before in my experience where it is a defect extension set so I disconnected extension set and replaced with a new one and was able to easily obtain return.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer for this file. It was reported that the extension set would not obtain blood return. The customer complaint could not be verified due to the product not being returned for failure investigation. Three samples were received and evaluated under related files, (B)(4). A device history record review for model 20039e, lot number 20076799 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 21jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received for this file, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5097541. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20076799. Placed IV for outpatient CT scan and I knew that I had a good IV, but when I pulled back 3cc syringe for blood sample to run I-stat creatinine could not get blood I have seen this before in my experience where it is a defect extension set so I disconnected extension set and replaced with a new one and was able to easily obtain return.